Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, a perforation was noted. It was not known how the perforation was noticed and confirmed. In addition, did not have any information pertaining to the treatment (if any) was administered, the status of the patient, and details pertaining to the bwi equipment in use. Upon request, the bwi field representative provided additional information on the event. It was unknown which phase the perforation occurred. The physician¿s opinion regarding the causality of the perforation was unknown. It was unknown if there were any other factors that might have contributed to the perforation. It was unknown if the physician experienced any difficulty in manipulating the catheter. It was unknown if the physician noticed any abnormal signals. It was unknown how many ablation applications were delivered to the patient before the event. The generator settings and the generator mode were unknown. The temperature cut off setting was unknown and the flow setting was unknown. It was unknown if a long sheath was used. It was unknown if the patient received any anticoagulation in the procedure.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Product investigation will not be performed since the catheter was not returned for analysis. (B)(4).